Manufacturer narrative:
Final device analysis reveals no anomaly found. Normal device function.

Event description:
Manufacturer's representative reported the pump was explanted and replaced due to "battery depletion" after an implant duration of approximately 35 months. The pump was returned to the manufacturer for analysis. The pump was programmed to infuse fentanyl 200mcg/ml at 64.76mcg/day via a simple continuous infusion. No specific device interventions, or pt symptoms were reported prior to the pump replacement surgery. It was reported that the pt has recovered without sequela.